Event description:
It was reported that a revision surgery was performed to remove the left fossa component due to infection being present. The surgeon plans to revise the left fossa component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery was performed to remove the left fossa component due to infection being present. The surgeon plans to revise the left fossa component.

Manufacturer narrative:
The reported event was confirmed as the organism was provided, and the CT scan showed that the fossa component was removed. The surgeon confirmed that the tmj devices were infected due to mycobacterium abscesses, and instruments (devices unknown) that may not have been appropriately cleaned and sterilized contributed to this event. The surgeon did not report any device malfunction. Thus, this event is unrelated to the device complained and does not involve device failure, malfunction, or other performance issues. Based on the investigation, there is no indication¿of¿an incorrectly working product or any design, material, or manufacturing-related issue. H3 other text : implanted.